Manufacturer narrative:
Product analysis: the product has been returned, but the analysis has not yet been completed. Conclusion: without a completed analysis, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a 18 mm transcatheter pulmonary bioprosthetic valve, into a native annulus with hard calcification around the landing zone, the outside balloon of the delivery catheter system (dcs) broke during full inflation. The pressure at the time of the break was not known. The dcs was retrieved from the patient without any separation of parts. Inflation was successfully performed on the implanted valve with another balloon. At the end of the procedure, a fissure was observed on the dcs sheath. The dcs will be returned for analysis. The patient was reported to recover well following the procedure and was discharged home. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with the sheath in the closed position. Kinks were observed on the sheath and shaft. The sheath moved over the deflated balloons without difficulty. The distal end of the sheath did not go over or over-capture the nosecone. A 7 mm rupture was observed on the white sleeve and the shaft at approximately 2 cm from the markers. When the outer balloon was inflated, water leaked from the rupture. The inner balloon was intact with no rupture or leak noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that a non-medtronic balloon had also broke in this patient prior to the break of the dcs outer balloon. The physician reported that the cause of the balloon rupture was calcification. It was reported that the heavily calcified landing zone had been pre-stented prior to implanting the valve. If information is provided in the future, a supplemental report will be issued.